Manufacturer narrative:
Physio-control evaluated the customer's battery and verified the reported issue. Physio determined that cause of the reported issue was due to a failure of one of the battery cells. This caused the device to not be able to remain powered on and the device cannot charge and shock. The customer received a replacement battery.

Event description:
The customer contacted physio-control to report that their device had displayed a premature low-battery indicator. There was no patient use associated with the reported event. Upon further investigation, physio-control found that one cell in the battery has failed and the battery cannot perform correctly. As a result, the device cannot remain powered on to charge and shock.